Event description:
The customer stated that he just replaced the batteries in his meter and it is not working. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. This testing determined that segments were missing from the 100's, 10's and units positions of the display - the complaint was confirmed. A root cause analysis will be performed on this meter and if anything of substance results from this analysis, it will be reported to the agency. This complaint is considered closed for purposes of MDR.